Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 14-jan-2019.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump turned itself off and non of the batteries helped the insulin pump turning on again. The customer¿s blood glucose was 7.9 mmol/l at the time of incident. The customer state that no damage on insulin pump or cap. The insulin pump will be returned for analysis.